Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to the procedure the facility stated the catheter tip was split. The device was not used. A new device was opened to complete the procedure.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one 8fr groshong catheter was returned for evaluation. No damage was identified to the catheter. The sample was patent to infusion and aspiration with no leaks observed. As no damage was noted to the catheter, the investigation is unconfirmed for the reported catheter damage. It is possible that the pre-formed slit, which serves as the three-way valve on groshong catheters, was perceived as the reported split at the catheter tip. However, the definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event.

Event description:
It was reported that prior to the procedure, the facility stated the catheter tip was split and the device was not used. It was further reported that a new device was opened to complete the procedure. There was no patient contact.